Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error "call tech support." Reportedly, the patient is a pediatric using an adult receiver. No additional patient or event information is available. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.